Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials: (B)(6). Additional product code: mni, mnh. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(6), 2015, on a patient that had a previous l3-l5 posterior spinal fusion with synthes uss. The l3-l5 uss psif procedure was performed on (B)(6) 2014. At an unknown point in time after the 10/24/14 procedure, the patient had pain, and examination revealed adjacent level disc disease above (l2-l3) and below (l5-s1) the l3-l5 fusion. The patient had a solid fusion from l3-l5. The patient also has ankylosing spondylitis. For the revision procedure, all the synthes uss hardware at l3-l5 from the (B)(6) 2014 procedure was removed. There was no issue with this hardware. He then reinstrumented the l3-l5 levels with new uss screws and placed new uss screws at l2, s1, and in the ilium. He then connected the rods to the screws from l2-ilium. He successfully completed the procedure. There was no extension of time to the procedure. This report is 12 of 14 for (B)(4).